Event description:
It was reported that this shaver handpiece functioned intermittently during use. There were no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem was confirmed. Further investigation found the handpiece has the potential to activate on its own. A design change has been implemented for this failure mode. There have been no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.